Event description:
The manufacturer received an incident report from health canada (reference number (B)(4)) in reference to a dreamstation 2 advanced auto CPAP alleging the patient awoke to a strong burning sensation in their nose, nasal passage and throat. The patient removed their mask and the symptoms remained but did not get worse. The patient visually inspected the device to ensure water was in the tank. The device was unusually warm. The patient unplugged the device and stopped using it. Further information received from patient via good faith effort reports; there was no alarm at the time of the event and the patient took painkillers for pain relief. The device was cleaned as indicated in the manufacturer's instructions. The minimum pressure was set to 6 and the maximum pressure was set at 16. The device was plugged into the outlet next to the patient's bed. The patient was woken up the chemical burning smell and there was no sign of smoke. Closer examination of the device reveals brown staining in the water tank where the metal plate is mated to the plastic water tube. The reporter believes the heating plate heated the plastic or adhesive and caused the gas that blended with the water in the humidifier tank. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received an incident report from health canada (reference number (B)(4)) in reference to a dreamstation 2 advanced auto CPAP alleging the patient awoke to a strong burning sensation in their nose, nasal passage and throat. The patient removed their mask and the symptoms remained but did not get worse. The patient visually inspected the device to ensure water was in the tank. The device was unusually warm. The patient unplugged the device and stopped using it. Further information received from patient via good faith effort reports; there was no alarm at the time of the event and the patient took painkillers for pain relief. The device was cleaned as indicated in the manufacturer's instructions. The minimum pressure was set to 6 and the maximum pressure was set at 16. The device was plugged into the outlet next to the patient's bed. The patient was woken up the chemical burning smell and there was no sign of smoke. Closer examination of the device reveals brown staining in the water tank where the metal plate is mated to the plastic water tube. The reporter believes the heating plate heated the plastic or adhesive and caused the gas that blended with the water in the humidifier tank. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿brown staining in the water tank where the metal plate mated to the plastic water tube caused plastic or adhesive to burn and produce gas¿ is classified as low and does not present a serious risk to patient safety.